Manufacturer narrative:
(B)(4).

Event description:
It was reported during implantation, noise was observed on the right ventricular ring to skin vector. The lead was removed and replaced with another optisure lead. The patient condition was stable before, during, and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.